Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump was monitor. No unexpected pump error 23 noted after battery insertion or during testing. The device was received with cracked retainer, pillowing keypad overlay, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s battery compartment as well as the middle part of the insulin pump¿s case were cracked. It was also noted that they had a power error alarm. The customer¿s blood glucose level was unknown. The device will be returned for analysis.